Event description:
It was reported that an unspecified number of spectrum pump had frequent upstream occlusion alarms when using pre-made bags. This occurred during cefazolin and ceftriaxone therapy in the outpatient and cardiac areas. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.